Manufacturer narrative:
Manufacturing review: the lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported for this lot number and issue to date. Visual/microscopic inspection:the balloon size for this product is printed on the balloon hub of the catheter and identified the returned sample as a 5mm x 40mm balloon. No anomalies were noted to the strain relief or the y-hub. Functional/performance evaluation:the patency was tested using an in-house .035¿ guidewire and passed without issue. The inflation hub was connected to a max30 inflation device and an attempt was made to inflate the balloon with water. Upon inflation, water was observed to be leaking out the distal end of the strain relief. The strain relief was removed and a partial circumferential catheter shaft break was observed 0.5cm from the distal end of the y-hub. Sanding marks were noted on the catheter underneath the strain relief and at the location of the break. Medical records review: no medical records have been made available to the manufacturer. Image/photo review: no medical images have been made available to the manufacturer. Conclusion:the device was returned. The investigation is confirmed for a partial circumferential catheter break just distal to the y-hub, resulting in the reported leak. It is unknown whether handling techniques by the user as they removed the catheter from the packaging or prepped the device may have contributed to the reported issue. Based upon the available information a definitive root cause has not been determined. Labeling review:the current IFU (instructions for use) states: precautions:carefully inspect the catheter prior to use to verify that catheter has not been damaged during shipment and that its size, shape, and condition are suitable for the procedure for which it is to be used. Do not use if product damage is evident. Dilatation catheter preparation:prepare the wire lumen of the catheter by attaching a syringe to the wire lumen hub and flushing with sterile saline solution. Use of the ultraverse 035 pta dilatation catheter:position the balloon relative to the lesion to be dilated, ensure the guidewire is in place, and inflate the balloon to the appropriate pressure.

Event description:
It was reported during an angioplasty procedure, a pta balloon allegedly would not inflate due to a leak at the balloon-catheter joint during the first inflation. The health care provider reported the pta balloon was removed in its entirety, without difficulty, through the sheath. The hcp further reported another device was used to complete the procedure. There was no reported consequence or impact to the the patient.